Manufacturer narrative:
H6: investigation summary: photo received for investigation. Upon visual inspection, it is possible to observe the medicine with foreign matter inside, but it is not possible to identify its origin. In addition, it was not possible to observe the needle or the damaged membrane. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The needle related to this claim (needle 18ga 1in blunt fill sla) is an aspiration needle (blunt tip), so it does not have a three-sided tip. There were no occurrences that could have any relationship with what was reported by the customer, since the product met all the required characteristics. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the needle 18ga 1in blunt fill sla sheared off part of the rubber stopper into the vial of medication. The following information was provided by the initial reporter, translated from portuguese to english: "when using the 25x12 aspiration needle to manipulate chemotherapy medication, it pushed a "stopper" into the medication. In addition to this fact, the cut that the needle causes when perforating the membrane makes its use unfeasible for other patients, as the medication membrane does not recycle after the perforation."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 18ga 1in blunt fill sla sheared off part of the rubber stopper into the vial of medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using the 25x12 aspiration needle to manipulate chemotherapy medication, it pushed a "stopper" into the medication. In addition to this fact, the cut that the needle causes when perforating the membrane makes its use unfeasible for other patients, as the medication membrane does not recycle after the perforation."